Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was above 47 mg/dl and 95 mg/dl. The customer was treated with 15 grams of carbohydrates with a sugared juice. It was reported that they had scratch on the right interior side of the screen and was able to read. The customer declined troubleshooting. The customer was advised to monitor the pump and call if issues occur. The insulin pump will not be returned for analysis.